Event description:
It was reported a patient underwent and unknown procedure on an unknown date and suture was used. The thread does not glide through tissue, including oral mucosa. The thread frays, you can see lose ends of filaments in the thread. No reported adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when did the frayed issue occurred (in the package/removal from package /during passage through tissue)? Fraying was visible on the thread, but fraying caused the thread not to glide through tissue when suturing. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No patient consequence. Are there any photos available for visual analysis? No, but fraying was visible on the sutures. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2023, a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received thirty unopened samples that pertain to the product code v2920h. In order to evaluate the condition of the returned samples, the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along strands, fraying suture was observed in all samples. Based on the information currently available, a fraying suture was identified as damaged suture during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.